Event description:
It was reported that following the revision procedure (MFR. Report no. 3006630150-2025-03843), the patient experienced pain all over the body. The patient also noted irritation and drainage from the incision site. Upon examination, the abdominal incision at the old implantable pulse generator (ipg) site was inflamed, indurated, and tender to palpation. The patient was administered and restarted on antibiotics, and the physician ordered a washout of the abdominal incision site. The current ipg site looked good and is healing nicely.

Event description:
It was reported that following the revision procedure (MFR. Report no. 3006630150-2025-03843), the patient experienced pain all over the body. The patient also noted irritation and drainage from the incision site. Upon examination, the abdominal incision at the old implantable pulse generator (ipg) site was inflamed, indurated, and tender to palpation. The patient was administered and restarted on antibiotics, and the physician ordered a washout of the abdominal incision site. The current ipg site looked good and is healing nicely. Additional information was received that there was no revision done, provider just needed to clean one of her incisions. Nothing was removed, replaced, or moved at that time. Patient is doing well postoperatively.